Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis component migration, aneurysm enlargement, and aneurysm rupture.

Event description:
On (B)(6) 2018, the patient was implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. A slight type ii endoleak was observed, but the procedure was completed without further treatment. The patient tolerated the procedure. On (B)(6) 2019, a follow-up computed tomography scan reportedly revealed a ruptured left common iliac artery aneurysm. According to the report, the contralateral leg component on the left side (plc271400j/17428179) had migrated approximately 2cm proximally, causing aneurysmal disease progression and rupture of the left common iliac artery. On the same day, the patient underwent a re-intervention procedure whereby the left internal iliac artery was coil-embolized, and additional stent graft components were implanted to extend into the left external iliac artery and treat the rupture. The patient tolerated the procedure.